Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received 7 appropriate shocks during vt/vf. After the first shock the patient's rhythm was asystole with intermittent cardiac activity. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The arrhythmias were converted to a slower rhythm. One additional shock was delivered. Oversensing of cardiac activity contributed to the false detection. The response buttons were not pressed during the event. Patient remains admitted to the hospital and will likely continue to wear the lifevest.